Manufacturer narrative:
Block h6: evaluation result code c070601 captures the reportable investigation result of stent shaft break. Upon receipt at our quality assurance laboratory, this polaris loop ureteral stent underwent a thorough analysis. Visual inspection of the device found that the stent shaft was buckled and detached in three parts. Also, the two drainage holes were torn. A review of the device history record (DHR) indicated that the device met all material, assembly, and product specifications at the time of release to distribution. Based on the information available and analysis results, it is possible to conclude that this issue could be caused by operational factors. The positioner was advanced with excess force over the guidewire, the stent can get buckled/accordioned resulting to difficulty/unable to advance the stent to the target site, and, if the retrieval line was removed before placement at the physician's discretion, the retrieval line may get entangled in the bladder or renal coil and if it was removed using excess force, the stent could get detached/separated and torn during the procedure, affecting the performance of the device. A conclusion code of adverse event related to procedure was assigned to this investigation.

Event description:
It was reported that a polaris loop ureteral stent was used during a flexible ureteroscopic lithotripsy procedure. During the procedure, the stent could not be pushed upward. The procedure was completed with another same device and there were no patient complications reported. Analysis of the returned device identified that the stent shaft was broken.